Event description:
During use with pt, madatory ventilating stopped without alarming. Customer checked the e200 and it performed normally. Distributor carried the e200 back from customer and checked it again. Additionally found the alarm for inlet gas pressures continued to sound. No other conditions reported. Upon further questioning regarding the alarm, newport medical instruments was notified that: when the e200 stopped, nothing alarmed. Mixer-alarm and low minute alarm did not perform. When they carried the e200 back from the customer and checked it, the e200's settings were different from the ones that were set at the time the vent stopped - after the original occurrence, settings seemed to be charged.